Event description:
The pocket was revised due to discomfort (please see mfg. Report #3004209178200900520). During the revision impedances greater than 3600 ohms were noted and discussed with the hcp. The cause of the high impedances was not determined. The hcp decided to go forward with revision. The implantable neurostimulator was reprogrammed to use electrodes 1, 3, and 4. Stimulation therapy provided good coverage of painful areas, according to the patient.